Manufacturer narrative:
Bci field service engineer (fse) found a leak (diluent) at rinse needle segment valve (vl59). Replacement of all aspirate tubing/collars/tubing fitting from the bsv through to the shear valve was made. In addition, adjustments were made to the probe rinse block, vcs gains and flowcell x-axis. The fse verified repair per established procedures. The results met published performance specifications. Root cause for this event was associated with a leak at vl59.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a clear liquid leak underneath coulter lh 750 hematology analyzer. The user was wearing personal protective equipment (lab coat and gloves) at the time of the incident and never came in contact with the liquid. The operator did not seek medical treatment. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control/risk management plans are in place. The material safety data sheet (msds) was not reviewed, but it is readily available. There was no death, injury or change to patient treatment associated with this event.